Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
On (B)(6) 2013 14:29:02, (B)(6) the customer complained that the pump occurred * #motor error #during rewind. And there were some motor error alarm in * the alarm history. No further information provided. * * customer: (B)(6) * in warranty customer purchase date: (B)(6) 2011 * repair/return * * date of report:(B)(6) 2013 11:11:00 * complaint taken by: (B)(6).